Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 serial: (B)(6).

Event description:
It was reported that the patient experienced discomfort and inadequate stimulation. All components were explanted and discarded per hospital policy.